Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included full functional testing and ECG stress testing using test pads and leads without duplicsting thr customer's report. An internal inspection found no discrepancies. The accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.